Event description:
It was reported during a fusion procedure, blood bled through the toga of a nurse. The blood was noticed when the nurse felt wetness. The procedure was completed without delay and the pt and nurse had not shown signs of any adverse consequences.

Manufacturer narrative:
The toga was not returned to the MFR for evaluation. If additional info is received regarding this malfunction, a follow up report will be filed.